Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain add'l info, at this time add'l info has not been received. (B)(4).

Event description:
An optometrist reported a patient with complaint of blurry vision at lasik post-operative visit. Add'l info has been requested. This report references the left eye. An add'l report will be filed for the right eye.